Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on electrograms (egm) stored at atrial tachycardia(at)/atrial fibrillation (af) episodes. It was also noted that, when being transported to the emergency department, the patient's heart rate was below the cardiac resynchronization therapy pacemaker (crt-p) programmer lower rate and the presenting egm showed ectopic beats. The ra lead and the crt-p remains in use. No patient complications have been reported as a result of this event.